Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the tip of the blade cover came off when cleaning with a lap pad. Nothing fell into the patient, it stuck to the lap pad. There was no patient injury.